Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and advantage was implanted. Additionally, on (B)(6) 2005, mesh implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2005 to treat stress urinary incontinence with hypermobile urethra with concurrent cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.